Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented in the emergency room due to shocks received from their device. It was noted that the shocks occurred due to atrial fibrillation (af) with rapid ventricular response which induced a slow ventricular tachycardia (vt) rhythm that went undetected. As well, the patient's right ventricular (rv) lead t-wave oversensing (twos). Both products are still in use. No further patient complications have been reported as a result of this event.